Manufacturer narrative:
(B)(4). The assignable cause of the reported problem is an out of box failure. The device history record review shows pump failed accuracy which was recalibrated & passed.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "when unit is plugged in the green mains power light flicks on and off constantly." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with "when unit is plugged in the green mains power light flicks on and off constantly" was confirmed during product evaluation. This condition was caused by a faulty main power supply unit (psu). The psu and batteries were replaced to correct the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.